Event description:
Information received that diagnostics prior to explant were within normal limits at ok/0ma/ok/4384/ok/75-100%. Follow-up with the physician found that the patient's explant was for patient comfort and due to vocal disturbances. Clinic notes provided by the doctor indicated that the patient had persistent vocal issues and swallowing difficulties that were present without stimulation although it was noted that the patient's hoarseness got worse with vns stimulation. Swallowing difficulties were noted to be the same whether the vns was on or off. The physician indicated that he didn't believe removing the lead would resole the patient's vocal or swallowing issues as he suspected the cause was manipulation of the nerve during initial placement of the electrodes on the vagal nerve. In he clinic notes, the patient also reported pain at the chest site. She reported that the vns turned over and pressed into her pectoral muscle when she laid on her left side. The physician noted it was tender to the touch but not swollen or bruised and appeared to be well-healed. He didn't know if the generator would roll over. The notes indicated that this pain was the ultimate reason for generator explant. Based on this information, this is likely that the reported "period pain" was a miscommunication and the patient was actually discussing pain at the pectoral muscle and migration not menstrual pain. With regards to the patient's swallowing and voice alteration, the patient's neurologist recommended that the patient see an ent. As the lead is related to the patient's voice alteration and swallowing difficulties and the migration/pain is related to the generator, two reports were created. This report (MFR report # 1644487-2020-01481) will house houses the patients explant of generator due to migration and pain. MFR. Report 1644487-2020-01610 will house all further information regarding the lead related issues suspected due to manipulation of nerve at implant (voice alteration and swallowing difficulties). No further relevant information regarding the pain /migration has been received to date.

Event description:
It was reported that the patient underwent vns explant. The patient said that she wanted her generator explanted because she didn't like that it affected her voice. She also said that it caused period pain to a moderate degree as well as periodic difficulty swallowing pills. She said that her neurologist actually turned the device of many months prior. No further relevant information has been received to date. Product return is not expected.